Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent restenosis within four months of implantation, requiring intervention. Device issue: none. It was reported that the pt was implanted with three stents in 2006 in the proximal, the mid, and the distal da areas of the lca. Two months later, the pt underwent coronary angiogram and ptca intervention for two restenosed areas. During this time 90% restenosis was found in the distal da, and 60% restenosis in a second mini vision implant area. Both of these areas were treated with ptca. Six days post intervention, the pt had angina pectoris; however, no further treatment was reported. No add'l event or pt info is available.

Manufacturer narrative:
The second part (multi-link mini vision rx coronary stent system, part #1007828-18, lot # unk) indicated in the event description is being reported under the same manufacturer number. Results and conclusion summation: engineering reviewed the incident info; however, it was not possible to perform a thorough analysis on the device. Restenosis and angina, as listed in the instructions for use, are known adverse events associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.